Event description:
This was reported as an arteriotomy closure of a tortuous right common femoral artery with a proglide device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair procedure. It was also noted that the patient was morbidly obese, which contributed to the complications of the procedure. Reportedly, after removing the plunger, the lever was closed but resistance was met during device withdrawal. The device was stuck, therefore a cutdown was performed to remove the device. It was then noted that the footplate broke and the separated portion was removed from the subcutaneous tissue. Hemostasis was achieved via the cutdown. There was no reported adverse patient sequela. A clinically significant delay was reported due to the cutdown. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report, the following additional information was received: an additional footplate was received. The footplate had blood on and in it, and a short portion of the actuator wire was attached. The wire was cut 3mm from the foot. Further follow up with the account was conducted and the following additional information was received: this was reported as an arteriotomy closure of a tortuous right common femoral artery with two proglide devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair procedure. It was noted that the patient was morbidly obese, which contributed to the complications of the procedure. Reportedly, after closing the lever on the first device, resistance was met during device withdrawal, but the device eventually came out. The second proglide was deployed, but the foot could not be closed and the device got stuck; therefore, a cutdown was performed. The actuator wire on the second device was intentionally cut to free the device from the patient anatomy. It was also discovered at that time that the posterior foot from the first device broke and was accidentally caught in subcutaneous tissue. The separated portion was removed and hemostasis was achieved during the cutdown. A clinically significant delay due to the cutdown was reported; however, there was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Corrections: d4 - lot # updated from unknown to 3041943. H6 - health effect - impact code 4624 - minor surgery and code 4604 - na were removed; code 4641 - additional device was added. H6- medical device problem code 1212 - vessel was removed and code 1528 - vessel was added. The device was returned for analysis. The material separation was confirmed. The difficult to remove is related to the case conditions and cannot be replicated in a lab environment. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulties and subsequent treatment is related to the circumstances of the procedure. In this case, it is likely that due to the patient obesity that the device did not reach the vessel or was inadvertently pulled out of the vessel by the excess obesity causing the suboptimal deployment. In the subcutaneous tissue the foot and suture can become entangled with the tissue causing the difficulty to remove and, in this case, along with the manipulation of the device in the attempt to remove it, caused the separation of the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.